Manufacturer narrative:
(B)(4) suspect positive bi. Load not recalled.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. The affected load was released and 2 items were used. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators. Asp will continue to follow up for additional information.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. ¿ the DHR could not be reviewed without lot number provided. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis by lot number could not be reviewed without lot number provided. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." ¿ the product was not returned for evaluation. ¿ retains testing could not be performed without lot number provided. An issue with sterrad® performance is also unlikely as the cycle passed and there were no other events of suspect positive bi reported against the unit in an account search six months prior to complaint open date. There is insufficient information to determine assignable cause related to the event. The issue will continue to be tracked and trended.